Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead oversensed electromagnetic interference (emi) noise, pacing inhibition greater than two seconds, and delivered inappropriate anti-tachycardia pacing (atp) during an unrelated hip surgery. This rv lead also exhibited an increase in thresholds. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.